Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual identified that the fiber was in one piece and no defects. The expose fiber tip was degraded down to the fiber jacket. Laser fibers are consumable devices and expected to degrade with use. Functional analysis showed there was distorted light exiting the connector face, indicative of fracture within the connector component. Also, melting was seen on the face of the connector. A fracture within the subminiature version a (sma) connector can occur during procedural handling of the fiber like setup, use, or reprocessing, in this case the fiber was used 4 times. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output up to the complete inability of the fiber to fire. The connector being fracture in addition with the interaction with the console could have cause some overheating leading to the melting observed on the connector face. According to the device direction for use: the IFU contains instructions for device preparation, reprocessing, and use. No updates are required to the IFU as appropriate warnings are indicated for the reported issue. The IFU states: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and potentially causing harm to surrounding tissues. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement.

Event description:
It was reported that the fiber did not give light. The procedure was completed with another fiber. The patient underwent surgery with no patient complications. Analysis of the returned device identified a connector fracture.